Manufacturer narrative:
Technical services informed the customer the reagent solution is a combination of chemicals and that it is harmful. Technical services informed the customer they should wash their eyes under running water for 5-10 minutes. Technical services provided the safety data sheet to the customer. No further action is required. According to the package insert in195150c v. 3.0: precautions 20. The reagent solution contains a harmful chemical (see table below). If the solution contacts the skin or eye, flush with copious amounts of water. If irritation persists, seek medical advice: https://www.poison.org/ contact-us or 1-800-222-1222. Based on the above summary, the investigation is deemed complete. The product will continue to be monitored and tracked.

Event description:
The customer reported that the reagent solution spilled onto their left eye when using the binaxnow covid-19 antigen self test. Technical services confirmed with the customer that they do not have any burning sensation or irritation.